Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Auto number: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was no evidence of blood detected. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The seal was taken out from the loading device for inspection. No crack/delamination of seal was observed. The following measurements were taken: the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.52 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system was not loaded into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.